Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp), and 6 tachy shocks, exhausting therapy, due to an episode of atrial driven arrhythmia. No programming changes have been made to the device. No adverse patient effects were reported.